Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken on (B)(6) 2024 (related manufacturer reference number: 3006705815-2024-08363) for pain at the ipg site, however, the leads were neither revised nor replaced.

Manufacturer narrative:
Date of event is estimated. Section a4: weight has not yet been provided.

Event description:
It was reported that due to a lead impedance, patient is unable to go into MRI mode. To address the issue, surgical intervention may occur in the future.